Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the inability to retrieve drawer 2. A field service engineer observed that the medications were stuck in between the drawers. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had frequent drawer 2 failure. The customer reported that this issue arose while a patient was trying to access sevelamer oral packets, miralax, and lidocaine patches. Consequently, the staff had to retrieve the drawer to effectively manage the medication inventory. There were no adverse events or injuries reported based on this incident.